Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) 2021, the patient visited hospital for device check, and noise was observed on this lead. Impedance, threshold, crest value measurement were normal. When the me checked the hm data, noise was also observed. Lead remains implanted.